Event description:
A customer observed false negative ahcv results on the positive quality control fluid. A false negative result may lead to inappropriate physician action. There was no report of patient harm as a result of this event.

Manufacturer narrative:
Investigation summary: investigation into this event found that the issue was isolated to one event. No further issues with qc performance have been observed. The customer indicated that analyzer maintenance is performed as recommended, which is supported by datalog analysis. The customer provided no further information, and no further investigation is possible. The root cause of the event is unknown.